Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the ring electrode - re cable lumen at 13.8 cm to 13.9 cm and at 13.8 cm to 14.0 cm from the connector pin. The etfe coating of the re cables and the inner coil lumen were intact. The abrasions were consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.